Event description:
Customer reported that pump's touchscreen was cracked and shattered after it got closed in a door while they were walking through. There was no adverse impact to the customer's blood glucose level. Customer confirmed ability to interact with pump despite damage. Technical support arranged for a replacement pump and advised customer on steps for returning the damaged pump and programming new pump settings. Customer understood instructions for sending back the old pump and acknowledged receiving a pump with updated software. Customer will continue to use current pump.